Event description:
The pt presented with a left carotid supra opthalmic artery stenosis. During the stenting procedure, thrombosis was noted and thrombolytic therapy was given, but did not completely resolve the issue. The physician reportedly felt that the stenosis was particularly "persistent", which prevented a perfect stent deployment. Another stenting was attempted, but was unsuccessful in crossing the stent, due to the stenosis and the pt's extremely tortuous anatomy. Post procedure, the pt suffered hemiplegia and difficulties with awareness upon waking. Two days post procedure, the pt suffered a stroke as a result of a stent thrombosis and subsequentially expired.

Manufacturer narrative:
Unk as the upn and batch numbers were not disclosed. For no allegation of product malfunction or non conformance contributing to the reported event.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not returned for analysis. From the information provided there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that it contained language regarding the reported event. A root cause of anticipated procedural complication was assigned as hemorrhage, stroke and possible patient outcome of death are known and anticipated complications to these types of procedures.